Manufacturer narrative:
Instrument was returned broken at tip bend. Visual testing of instrument performed using microscope. No defects or markings were noted on instrument. Complaint does not indicate if this was first time use of instrument. Recommended settings for pusurg5 are min. 1 max. 7. Also, these tips should be used with water. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. All of these factors may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, root cause is unknown.

Event description:
It was reported that a proultra surgical tip broke during use; no injury resulted.